Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 471 mg/dl, current blood glucose is 471 mg/dl. The customer treated high blood glucose with injections. The customer was neither hospitalized nor admitted for high blood glucose. The customer reported that the insulin pump had partial display and display was solid white. Based on customer report customer does not allege pump was under delivering. The small air bubbles were present along the tubing length. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify missing segments/partial display due to display anomaly. Insulin pump was received with scratched case, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.